Event description:
A malfunction was reported with a code identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the issue occurred again. The customer acknowledged and understood the instructions.